Manufacturer narrative:
Title: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Author: adel mohammed amer al-kalei, ziheng wu, and hongkun zhang, j vasc interv radiol 2018; 29:833¿840. Doi: doi.org/10.1016/j.jvir.2018.02.025. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b aortic dissection. It was reported approximately 10 days post the index procedure the patient developed a retrograde type a aortic dissection (rtaad). An emergency open thoracic surgery unknown open surgical repair was completed however the patient expired 5 days later on an unknown date of multisystem organ failure. The cause of the event (rtaad) was attributed to the device. No additional sequelae were reported.

Manufacturer narrative:
The new tear was connected to the stent graft. If information is provided in the future, a supplemental report will be issued.